Manufacturer narrative:
(B)(4). Visual and tactile analysis of the shaft noticed 1 separation on the catheter shaft at 23cm from the strain relief, and 1 kink at 1cm from the strain relief. There is no evidence that the complaint device failed to meet applicable product specifications; therefore, a DHR review is not required for this complaint. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a fetch 2 catheter broke inside the patient. The device was successfully removed from the patient and no patient complications were reported.